Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir started to leak out. One of the black rings had a loop. The reservoir o-ring at the top was loose. The leak was past the second o-ring. Customer's blood glucose level was 98 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed visual inspection and found the second o-ring out of groove. The reservoir was returned open/used.